Event description:
Dental assistant reported that approx three yrs post restoration, a minor surgical intervention was conducted at implant site 23 (11 us) to eliminate a muco-gingival pocket. Soft tissue infection was evident at the site, but no bone loss. Pt is reportedly fine.